Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the device would not open. Another device was used to complete the case without consequence to the patient.